Event description:
Reporter alleged blood glucose monitoring device generates a result; however, the device will flash back to a different number. Reporter stated device rading was 56 mg/dl and then a 60 mg/dl flashed on the device followed by a 56 mg/dl result. Reporter indicated when reviewing the device memory, the device would flash a result and then flash another value. Company representative requested reporter to perform a "segment test" on the device and reporter stated the test failed. Reporter alleged being only able to identify some characters and stated the screen looked odd. A request was made for the return of the suspect device and replacement product was sent.